Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer¿s allegation of image flickering could not be reproduced or confirmed. Additionally, the following findings were also observed: (a.) The light guide lens was scratched, (b.) And the objective lens was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during reprocessing prior to a tracheoscopy procedure, the evis lucera elite bronchovideoscope displayed flashing images (image flickering) and the object could not be recognized. The intended procedure was completed using a similar device with no delay to the procedure. There was no report of patient or user harm associated with the event.